Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone breast reconstruction revision with two 450cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade iii), post-procedure. As a result, the patient underwent removal and replacement with a 450cc mentor memorygel breast implant (catalog: 3544450 lot: 6789550 sn: (B)(4)) on (B)(6) 2014.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone breast reconstruction revision with two 450cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade iii), post-procedure. As a result, the patient underwent removal and replacement with a 450cc mentor memorygel breast implant (catalog: 3544450 lot: 6789550 sn: (B)(4)) on (B)(6) 2014.

Manufacturer narrative:
On april 30, 2025, mentor received additional information that indicated that in addition to the capsular contracture, the patient was also diagnosed with left breast deformity left breast cyst. The patient underwent left breast capsulectomy and excision of the cyst.